Event description:
It was reported that the patient did not believe that their artificial urinary sphincter (aus) was working. During an ultrasound, the physician determined that the balloon was empty. A revision surgery was performed to explant the system. Upon explant of the original aus system, it was observed that there was cracked tubing a few centimeters from the balloon. A new aus system was implanted and no further patient complications were reported.